Event description:
Information was obtained from a consumer who initially made contact via the internet. Event began in march 2006, when consumer experienced sensitivity to light and pain in her left eye which was initially diagnosed as a corneal ulcer and treated with drops. Condition worsened and she was seen in the emergency room and then referred to an eye clinic. A culture of her eye tested positive for fusarium and she underwent anti-fungal treatment for the following three months. Consumer reports she did not suffer any permanent vision loss but does have corneal scarring; does not need a corneal transplant; is back to her normal activities. No medical documentation is available.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.